Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use (in skin) and bending during use on lot # 9259258. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle breaks off during use (in skin), and bending during use) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9259258. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during injection the cannula broke off with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported by the wife and daughter of the consumer that one needle from this box slipped out of the syringe during injection, but the daughter was able to remove the needle with her fingers.